Event description:
Technician found intermittent head evaluation function.

Manufacturer narrative:
Head evaluation was intermittent due to a bad valve from normal wear. Head was stuck in the down position. Technician replaced the valve to resolve.